Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned by the customer; nevertheless, physician has provided pictures of the device. As per pictures provided, it can be observed that the guidewire was bent at the distal section, and the pouch information matches with the complaint information. The device was returned for the analysis. Visual and microscopic inspection revealed that the guidewire was bent and detached at the distal section. No more damages or issues were observed.

Event description:
It was reported that tip detachment occurred requiring additional intervention. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery (ata). An 18 opticross peripheral catheter was placed in the left leg ante-grade stick over a 0.014 savion flx guidewire. While using the intravascular ultrasound (ivus), the transducer element went out while imaging the arch of the foot. However, it was noted that approximately 10 cm of the distal end of the ivus catheter had fractured off inside the artery upon removing the device. After the device was removed, it was also noted that a small piece of the savion flx guidewire was in the ata. A snare was used to retrieve the piece of savion wire and 18 opticross peripheral catheter. The procedure was completed with a different device and there were no patient complications reported.

Event description:
It was reported that tip detachment occurred requiring additional intervention. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery (ata). An 18 opticross peripheral catheter was placed in the left leg ante-grade stick over a 0.014 savion flx guidewire. While using the intravascular ultrasound (ivus), the transducer element went out while imaging the arch of the foot. However, it was noted that approximately 10 cm of the distal end of the ivus catheter had fractured off inside the artery upon removing the device. After the device was removed, it was also noted that a small piece of the savion flx guidewire was in the ata. A snare was used to retrieve the piece of savion wire and 18 opticross peripheral catheter. The procedure was completed with a different device and there were no patient complications reported.